Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with readings over 300 mg/dl for more than 90 minutes and a peak over 400 mg/dl, following a suspected suboptimal infusion site and the use of meal announcements and an external insulin injection without disconnecting the device, which affected dosing decisions. Symptoms included sustained elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no need for assistance. Investigation included troubleshooting and education, confirmation of successful infusion site after a full supply and teflon infusion set change, and monitoring that showed glucose trending down to 220 mg/dl after intervention. Investigation of this case revealed that the prior infusion site location and concurrent external insulin use while connected confounded automated dosing and contributed to hyperglycemia, with device function verified by subsequent glucose decline after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including infusion site placement and improper use of meal announcements for correction while delivering external insulin without disconnecting.